Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an advanced evaluation (ae) for urge incontinence and urinary frequency. It was reported that the lead wire had come loose and was sticking out from the bandage. The patient also mentioned that they had more blood on the bandage today than before. It was unknown if there were any environmental/external/patient factors that may have led to the issues. It was unknown if the issues were resolved. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.